Manufacturer narrative:
The customer evaluated the instrument and determined the rotor rt12 was broken in pieces. Customer technical support provided replacement of broken rt12 rotor and confirmed delivery on (B)(4) 2015. Customer did not keep pieces of broken rotor, therefore no parts available for further investigation. (B)(4).

Event description:
A customer in the united states, reports rt12 rotor broke apart during use of statspin ssvt-1 centrifuge. The customer states end user put samples in rotor, installed shield, closed lid and rotor broke during use. The customer confirms no parts escape from centrifuge at the time of failure. Customer confirms disposing of broken rt12 rotor. The customer confirms no harm, no exposure, and no medical attention needed at the time of the failure. In addition customer noted no sample loss or delay in patient treatment. Customer confirms wearing personal protective equipment when removing broken parts from statspin ssvt-1 centrifuge. Customer noted no other damage to centrifuge and rotor hub to be intact.